Event description:
It was reported that this pacemaker exhibited oversensing of noise on both the right atrial and ventricular channels. Testing of the system was able to reproduce noise, as well as low amplitude morphology measurements. No changes have been made and the pacemaker remains in service. No adverse patient effects were reported.